Event description:
A patient presented for asd device closure for a secundum atrial septal defect that measured 22mm, but was sited to 28mm using a sizing balloon and the "stop flow" technique. A 28mm asd device was implanted under ice guidance. No residual flow was noted by echo. Physician confirmed the device stability using the pull test. The device was released without complications. Post procedure cxr showed device embolization into the main pulmonary artery. Patient was brought to the operating room for removal and asd surgical closure. Intraoperatively, the physician noted that the defect had sufficient yet redundant margins. No operative complications.